Manufacturer narrative:
The user reported being hospitalized on (B)(6) 2025 after sustaining a fall that resulted in a broken foot. At the time of the call, the user reported not feeling well. The event was not related to sensor insertion or removal. The user received medication at the hospital and is scheduled for surgery on (B)(6) 2025. The user was prescribed antibiotics and IV treatment. The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user has not been using the system since on (B)(6) 2025 at 2:22 pm.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on (B)(6) 2025 after sustaining a fall that resulted in a broken foot. At the time of the call, the user reported not feeling well. The event was not related to sensor insertion or removal. The user received medication at the hospital and is scheduled for surgery on (B)(6) 2025. The user was prescribed antibiotics and IV treatment. The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user has not been using the system since on (B)(6) 2025 at 2:22 pm.